Manufacturer narrative:
Other relevant device(s) are: product ID: 9735552, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the laser was replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that the laser screen was damaged. There was no patient present when this issue was identified. It was reported that the suspect cause of the screen damage was the laser was subjected to unintended shock during transport. The laser was not damaged during normal use.